Manufacturer narrative:
(B)(4). No sample is available for the manufacturer to evaluate. The manufacturer will continue to monitor and trend relating complaints.

Manufacturer narrative:
(B)(4). One (1) applier of catalog number 543965 auto endo5 ml was received used; lot # 01c1300466 was confirmed with the sample received. The device components look well assembled no stuck clip in jaws. Failure mode clips not loaded was not confirmed with the sample received. During the functional inspection the failure mode was not able to be duplicated. A corrective action cannot be established due to the fact of the sample condition, sample was received without remaining clips and therefore a failure mode could not be duplicated. All products are 100% tested by manufacturing and this defect would have been detected during the functional testing. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged issue: clips are not placed in the tip and fall out from the applier. No clips fell into the patient and there was no harm to the patient.